Manufacturer narrative:
The device was received for evaluation. During functional testing, false upstream occlusion was reproduced. A review of the event history log revealed false upstream occlusion. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of range and failed to calibrate upstream sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion when there was none present during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B5: the event occurred in the patient room. H10: the user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.